Event description:
It was reported that during a da vinci-assisted thoracoscopic esophageal malignancy surgical procedure, the tip of an 8mm harmonic ace instrument blade broke off and fell into the patient. The fragments were completely recovered intraoperatively and discarded. The surgeon indicated that the instrument may have had contact with other instruments. The procedure was completed using a third-party instrument. There was no other reported injury. It was also reported that the assembly and the intraoperative cleaning of the tip of the instrument was completed according to the user manual. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was removed by using assistant forceps. It was confirmed that the entire fragment was retrieved by matching the fragment with the damaged area of the instrument. The instrument was inspected prior to use and no abnormality was found. Although it is unknown how long the instrument was in use prior to the issue, it was reported it was not just after starting to use the instrument. At the time the fragment fell into the patient, there was no surgical task being performed, nor collision with another instrument or hard material. There was a generator output error at the time of the issue. The patient has not returned to the hospital or experienced any post-surgical complications related to this event. There is no video available regarding the reported issue.

Manufacturer narrative:
The harmonic ace curved shears instrument has been returned and evaluated by the failure analysis team. Per fa, it was confirmed that the instrument had a broken blade. The blade broke roughly at the base. The broken piece of the instrument was not returned. Broken blades are triggered by any inadvertent contact with staples, clips or other instruments while the device is activated. Scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional findings during fa found that the instrument had physical damage to the clamp arm teflon pad. There were no pieces missing.